Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the root cause of the detached light guide (lg) lens could not be determined, however, the issue was likely due to stress or handling. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was received and evaluated . Device evaluation found air leak inspection failed, leakage observed. Peeling of adhesive found on light guide (lg) lens and distal end, due to peeling watertightness is lost. The reported issue of 'leakage" was confirmed. Furthermore, device evaluation found light guide lens found missing, detached, distal end defects were noted (parts fall off from distal end, detachment of parts ). Additionally, the following defects were identified during device inspection: adhesive on a-rubber (insertion section) has a chip. Connecting tube has a scratch. Due to wear of angle wire, bending angle in up direction does not meet the standard value. Image noted partially dark due to shaved lg lens. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Company representative reported with an issue of 'leakage" found during cleaning. The device was replaced and the intended procedure (diagnostic otolaryngology endoscopy) was completed using a similar device. No harm was reported. No patient harm, no user injury reported . Device evaluation found device distal end defects. Light guide lens found missing, detached. This report is being submitted due to the finding of distal end defects. Light guide lens found missing, detached (parts fall off from distal end, detachment of parts ) identified during device return evaluation .